Event description:
Report received from (B)(6) stating that the device had hose damage. It is unk if the event occurred during surgery. It is unk if there was any pt or user injury, surgical delay or medical intervention reported related to this occurrence. No additional info available. The date of the event is unk.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).